Manufacturer narrative:
The reported medical device lot #18a18t1 does not match with medical device catalog# 367282. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd vacutainer® safety-lok¿ blood collection set there was an issue with leakage, shield activation during use and tubing separation. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure modes with the incident lot were not observed. Additionally, retention samples were selected from bd inventory for evaluation & testing and upon completion, no issues were observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer and retain samples, the customer¿s indicated failure modes with the incident lot were not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Event description:
It was reported with the use of the bd vacutainer safety-lok blood collection set there was an issue with leakage, shield activation during use and tubing separation. There was no report of injury or further medical intervention.